Event description:
It was reported that foreign matter was found in the bd pegasus¿ safety closed IV catheter system after removing it from the packaging. The following information was provided by the initial reporter, translated from chinese to english: "the complaint product was taken out of the package, and a foreign matter was found before it was used."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/21/2021. H.6. Investigation: a device history review was conducted for lot number 0325740. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the submitted sample has been reviewed by our engineers. They were unable to detect the presence of any foreign material and therefore were unable to confirm this issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd pegasus¿ safety closed IV catheter system after removing it from the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "the complaint product was taken out of the package, and a foreign matter was found before it was used."